Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the controller was not returned for evaluation. A review of the available autologs report revealed one (1) controller power-up event logged on (B)(6) 2020 at 08:28:10. Prior to the loss of power, a battery was connected to power port one (1) and a second battery was connected to power port two (2). After the loss of power, another battery was connected to power port one (1) and a different battery was connected to power port two (2). The controller was without power for 14 seconds. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of log files revealed a loss of power to the controller. The controller remains in use. No patient complications have been reported as a result of this event.